Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. A versacross connect system was used for transseptal puncture (tsp). A watchman fxd curve access system was advanced to the laa. A pe was identified around the laa. The patient's hemodynamics remained stable and a pericardiocentesis was performed. The procedure proceeded with insertion and successful implant of a watchman closure device. The physician commented that the laa wall may have been perforated due to the watchman fxd curve access system or from the versacross connect during tsp. The perforation was only suspected and not confirmed.